Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years the lvad was disposed after patient expiration. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with internal driveline fracture as indicated by pump stops despite external repair and unroofing repair. Patient came into clinic with pumps stops and was directly admitted to the hospital. The patient was not a surgical candidate as a result of bad chronic obstructive pulmonary disease (copd) and fear of not being able to wean off of the ventilator with another surgery. Patient expired on (B)(6) 2018 as a result of continued pump stops at midnight. No autopsy will be performed, pump was disposed. Device functioned as intended with known internal fracture, presenting with pump stops. No further information was provided.

Manufacturer narrative:
The reported pump stoppages and hazard alarms were confirmed through the review of the submitted system controller log files. A direct correlation between the left ventricular assist system (lvas) could not conclusively be established through this evaluation. Additionally, a specific cause for the other low flow events could not conclusively be established through this evaluation. The instructions for use lists respiratory failure as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.